Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during a rushed procedure to treat a patient that was not in stable condition, air aspiration was done with the protective shealth covering the stent. The protective sheath and the stylet were removed at the same time, and the stent delivery system (sds) was delivered to the lesion without being examined before insertion. The sds balloon was inflated to implant the stent and when the lesion was examined under angiography, the stent implant was not visible. As the stent placement was not examined before insertion, the preparation work surface was inspected and the stent was found on the stylet. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned without blood visible. There was fluid in the guide wire lumen, inflation lumen, and balloon. The stent implant was not returned on the sds. The stent implant was returned in a small clear case. There was no damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. The stylet and protective sheath were not returned. A laser micrometer was used to measure the outer diameters of the stent implant and met manufacturing criteria. The proximal measurements were oversized. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.